Event description:
The customer reported a leak from the cap piercer of the unicel® dxc 800 synchron® system. The customer stated that wash solution was leaking from the cap piercer onto the top of the sample tubes when washing the cap piercer blade. The customer described the volume of the leak as a "small amount" and stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. The customer disabled the cap piercer and requested for service.

Event description:
Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered an obstruction in the air lock. The fse disconnected tube line #118, removed the air lock obstruction to resolve the issue, and no further leaks were observed. As of (B)(4) 2014, the customer has not reported a recurrence of this issue. (B)(4).